Event description:
It was reported there were high atrial epicardial lead thresholds. Device outputs were increased due to the high threshold. The atrial lead was partially explanted and replaced. No patient complications have been reported as a result of this event.